Manufacturer narrative:
(B)(4). Concomitant medical products: unk liner, unk head, unk stem. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07019, 0001822565-2018-07021 and 0001822565-2018-07024. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient intends to seek compensation for complications of unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under (B)(4).

Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under (B)(4).

Manufacturer narrative:
This report is being submitted for corrections and to relay additional information. Additional information received indicates that this complaint is related to a knee surgery and only the tibial tray was revised. Medical products unknown nexgen bearing unknown nexgen femoral corrected.

Event description:
It was reported that a patient was revised approximately 3 years and 4 and a half months post implantation due to loosening. With respect to the state of the removed tibial component he is alleging that its pmma coating along with the bone cement was completely debonded, leaving a bare metal surface. There is no additional information available at this time.